Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that approximately 1.75 years later, the patient received multiple inappropriate shocks. The rv lead was noted to have variable pacing impedance, oversensing indicated to be short v-v intervals and noise observed on the tip to coil electrogram. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high superior vena cava (svc) coil impedance. The svc coil was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.